Event description:
The customer first complained that this defibrillator does not monitor correctly and that the info tape says "needs service keyboard". He said it happened during testing. Later during a phone conversation, the customer stated that the monitoring problem has been happening while using monitoring electrodes on pts in the ambulance on the road. He said pt care was not affected.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing verified electrical and functional operation of the keyboard label, the unit's impedance sensing circuit and ability to treat a rhythm. The pt cable and electrode pads used at the time of the reported problem were not returned for evaluation. The customer was sent a letter explaining out evaluation.